Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to reduced performance. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 13, 2022.